Manufacturer narrative:
Corrected data:device manufacture date: there was a typo in the initial MDR report, which had the date of manufacture as "7/13/2007". The correct manufacturing date should be "1/17/2005".all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss was unable to reproduce the reported issue. Fss tested his elilips fx handpiece using the doctor settings and the fss handpiece worked in all four (4) sub modes, (chop. Quadrant, epi and 1sculpt). Fss then tested the customer¿s handpiece, serial no. L223048 that lost phaco power during surgery and that handpiece worked well in all four (4) sub modes. Fss primed/tuned both handpieces and no additional issues were found. Fss asked if the handpiece was used immediately hot out of autoclave, which the tech responded "no." Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that they lost phaco power during a case in quadrant mode, but the tech who was with the doctor during surgery stated that it was on chop mode when they lost phaco. Customer used back up machine with same handpiece and finished the case with no issues. It was reported that there was a five (5) minute delay in finishing the case.